Event description:
Pt reports pump malfunctioned and the plunger is not working properly. No missed doses or interruption to therapy as pt was able to manually push for total infusion. No adverse event reported due to pc. Defective pump is available for return and was replaced. No further information reported. The suspect device serial number was not provided by the patient. The following device serial number is currently checked out by the patient for use: (B)(6). Indication: nonfamilial hypogammaglobulinemia/common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.